Manufacturer narrative:
Following recommendation, device was explanted and returned for analysis.

Event description:
Reportedly, a remote report was sent on (B)(6) 2016 with the following alert: "[a3] technical issue on (B)(6) 2016. Defibrillation system potentially ineffective. Contact sorin." Preliminary analysis results confirmed an overconsumption. Recommendations (hardware reset procedure to attempt) were sent on (B)(6) 2016. Hardware reset procedure was performed on (B)(6) 2016, but it did not remove the overconsumption.

Manufacturer narrative:
Following sorin¿s recommendations sent on 15 december 2016, device replacement was reportedly scheduled on (B)(6) 2017.

Event description:
Reportedly, a remote report was sent on (B)(6) 2016 with the following alert: "technical issue on (B)(6) 2016. Defibrillation system potentially ineffective. Contact sorin." Preliminary analysis results confirmed an overconsumption. Recommendations (hardware reset procedure to attempt) were sent on (B)(6) 2016. Hardware reset procedure was performed on (B)(6) 2016, but it did not remove the overconsumption.

Event description:
Reportedly, a remote report was sent on (B)(6) 2016 with the following alert: "[a3] technical issue on (B)(6) 2016. Defibrillation system potentially ineffective. Contact sorin." Preliminary analysis results confirmed an overconsumption. Recommendations (hardware reset procedure to attempt) were sent on (B)(6) 2016. Hardware reset procedure was performed on (B)(6) 2016, but it did not remove the overconsumption.

Manufacturer narrative:
Preliminary analysis of the returned device revealed an issue at the level of an integrated circuit.

Event description:
Reportedly, a remote report was sent on (B)(6) 2016 with the following alert: "[a3] technical issue on (B)(6) 2016. Defibrillation system potentially ineffective. Contact sorin." Preliminary analysis results confirmed an overconsumption. Recommendations (hardware reset procedure to attempt) were sent on (B)(6) 2016. Hardware reset procedure was performed on (B)(6) 2016, but it did not remove the overconsumption.

Event description:
Reportedly, a remote report was sent on 21 october 2016 with the following alert: "[a3] technical issue on (B)(6) 2016. Defibrillation system potentially ineffective. Contact sorin." Preliminary analysis results confirmed an overconsumption. Recommendations (hardware reset procedure to attempt) were sent on (B)(6) 2016. Hardware reset procedure was performed on (B)(6) 2016, but it did not remove the overconsumption.